Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) and left ventricular (lv) lead exhibited high out-of-range pace impedance measurements and loss of capture (loc) at maximum output upon interrogation at routine follow-up; a lead fracture was suspected. The device was programmed to right ventricular-only therapy pending further review by the physician. No adverse patient effects were reported. Available information indicates this system remains in service.

Manufacturer narrative:
Additional information regarding this event could not be obtained at the time of report. This report will be updated should further information become available.